Event description:
It was reported that during implantation of this pacemaker system, the patient developed hypotension with systolic blood pressure (sbp) in the 60s. The patient received a fluid bolus, resulting in improvement of sbp to the 80s. Subsequently, an echocardiogram revealed a pericardial effusion, and the patient was returned to the electrophysiology (ep) laboratory, where a pericardial drain was placed. Following drainage, the sbp improved to the 100s. Lead testing was then performed and revealed right ventricular (rv) loss of capture (loc). An rv lead revision procedure was performed. However, post-procedure, the patient again became hypotensive with sbp in the 50s. Aspiration via the pericardial drain yielded approximately 350 ml of blood, and the patient required vasopressor support due to persistent hypotension. It was noted that continued aspiration was associated with ongoing bleeding. A cardiothoracic (CT) surgeon was consulted. Another echocardiographic evaluation suggested the presence of a localized clot within the pericardial space. Further aspiration resulted in resolution of the suspected left ventricular (lv) clot; however, ongoing bleeding persisted for approximately one hour. CT surgery recommended discontinuation of negative pressure suction on the pericardial drain to avoid disruption of a potential sealing clot. Platelet transfusion was also administered. Following these interventions, the pericardial bleeding resolved. The patient was transferred to the intensive care unit (ICU) for management of lactic acidosis and ventilator support. Postoperative device interrogation confirmed normal pacemaker system function, and a chest x-ray verified appropriate lead positioning. The patient was successfully weaned off vasopressors and extubated. Laboratory findings demonstrated resolution of the lactic acidosis. The patient was put on aspirin, and the pericardial drain was clamped. A follow-up echocardiogram showed no evidence of recurrent pericardial fluid accumulation. The patient was discharged in stable condition. This rv lead was explanted approximately six years later due to an unrelated anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.